Manufacturer narrative:
Follow-up # 1 date of submission 10/23/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/14/2013 with the following findings: during testing, the display screen was found to be dim/faded, discolored and difficult to read. A test screen was inserted and was found to function properly with no signs of fading or discoloration of text. Unrelated to the complaint, evaluation revealed that the down arrow button was intermittently unresponsive and required multiple button presses with increased force to engage; all other keypad buttons responded appropriately. The keypad cover was found to be fully intact; no damage or peeling was observed. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the display screen was unreadable. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.